Manufacturer narrative:
(B)(4). This lot was manufactured february 5, 2015 ¿ february 6, 2015. One unit was received for analysis. Visual inspection on the unit noted fluid inside a plastic bag that contained the unit which indicated leakage had occurred. When the unit was removed from the bag for examination, the direct cause of leakage was identified to be broken tubing at the solvent-bonded junction of the distal luer lock. A portion of the tubing remained inside the solvent-bonded area of the distal luer lock. The cause of the broken tubing could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume intermate was leaking. The leak was identified before use, while the device was being unpacked. There was no patient involvement. No additional information is available.